Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was detached off during use. Nothing fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.